Event description:
As reported by the edwards field clinical specialist (cs), during the transapical tavr procedure, post valve deployment the patient became hemodynamically unstable, his arterial blood pressure dropped to about 15mmhg, and echo reported minimal wall movement in the patient¿s right and left ventricle. In order to troubleshoot, the delivery system and sheath were removed, the patient was given epinephrine and chest compressions were administered. As the hemodynamics continued to remain unstable, an an intraaortic balloon pump (iabp) was inserted and the patient¿s hemodynamics improved. Once the patient was stable, iabp was turned off and a repeat echo (tee) revealed moderate pvl. The team decided not to post dilate due to the fact that the delivery system and sheath had already been removed, the patient's poor hemodynamic response to rapid pacing, and the fact that vascular access for a post dilation balloon via transfemoral approach would be difficult. The lv apex was then closed and the stable patient was then transported to the unit for post op management. Additional information provided by the cs indicated that the valve had been placed in a proper 50/50 position. In addition, the tavr team believed the most probable cause for the patients drop in blood pressure and minimal movement of right and left ventricle post valve deployment was ischemia. The patient did not tolerate rapid pacing and anything across his native aortic valve or sapien valve.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, cardiogenic shock is a potential risk associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and bioprosthetic heart valves. Cardiogenic shock can have multiple etiologies, including myocardial infarction, ventricular tachycardia, cardiomyopathy, and damage to the heart muscle. It is most often due to poor ventricular function. Other major risk factors that may predispose a patient to cardiogenic shock include advanced age, a history of heart failure, previous myocardial infarction, and coronary artery disease. The root cause of the reported cardiovascular collapse post valve deployment cannot be confirmed; however, per report, the tavr team believed the most probable cause for the patients drop in blood pressure and minimal movement of right and left ventricle post valve deployment was ischemia. The patient did not tolerate rapid pacing and anything across his native aortic valve or sapien valve. Additionally, the patient¿s significant co-morbidities could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.